Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition has improved.

Event description:
Consumer reported complaint for high blood glucose test results. At the time of the call the customer stated that she was experiencing vertigo and tachycardia. Customer stated that this is how she feels when her blood sugar is high. At call back on 10/10/2019, customer's condition had improved and she did not currently have any diabetic symptoms. Customer stated that since the last call she had gone to her doctor's office, where she was diagnosed with high blood sugar and high blood pressure. Customer was given new medications - new insulin and taken off amaryl. Customer reported she had tested using the meter and had obtained 260mg/dl non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 11-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 11-may-2020: b2: : adverse event report is being submitted due to customer receiving medical attention. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".